Event description:
It was reported that the catheter was placed in the patient, (B)(6), in the ICU. On (B)(6) the user noticed that there were air bubbles in the extension line, however, it is unknown whether it was the distal or proximal. As a result, the catheter was removed but not replaced as treatment was no longer necessary. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).